Event description:
Physician reported the removal and replacement of an amo array intraocular lens in response to the pt's complaints of halos and glare, which are identified as risks in the product labeling.